Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6: medical device problem code 1562 was removed.

Event description:
Subsequent to the initially filed report, the following additional information was received: analysis of the returned device could not confirm the reported suture separation. Additionally, the knot and loop were properly formed, and the loop remained in the suture bearing. Follow up with the site was conducted. It was confirmed that the suture remained in the o-ring, but the operator identified that the suture was broken [came out with device], and closing using the trimmer was not possible [no suture present to be able to advance the knot with suture trimmer]. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.